Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a right ventricular pace impedance measurement of 2,030 ohms, resulting in a lead safety switch. There were episodes of pacemaker mediated tachycardia observed on the electrogram. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a right ventricular pace impedance measurement of 2,030 ohms, resulting in a lead safety switch. There were episodes of pacemaker mediated tachycardia observed on the electrogram. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.